Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found, then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Patient reports that pump is no longer functional and drug was removed. Patient reports that he believes the pump is causing tumors, lesions and intermittent paralysis. Patient further reports that physician's assistant "made a mistake" in reading mr images which caused further possible complications. Patient intends to have pump removed.